Manufacturer narrative:
(B)(4). The sales unit was returned with six packages. Four of the packages were fine with no issues. Two of the packages had narrow seal caused by top stock misaligned with film. The seal requirement is 4/32 and the seal margin on the affected packages was 10/32 making the packages seals acceptable. There is no impact to device sterility. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that before a procedure, a package with gap between the soft blister and tyvek, long side heat seal position was found during labeling process. The open seal caused by uneven cut along the width of the tyvek.